Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was exhibiting oversensing. The patient has a separate pacemaker implanted but no interaction between the ICD and the pacemeaker were noted during testing. During testing, the ICD exhibited a battery status of mol2 (middle-of-life) but the charge times were 42 seconds before the shock was delivered. Normal sensing and event markers were noted during testing. When commanded pacing was attempted, only 3-4 pulses were delivered; it was also reported that this ICD required three minutes to program. The ICD was replaced and returned to cpi for analysis.